Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted due to pulling/stretching/overstress. Visual analysis noted the lead was stretched and damaged at implant. (B)(4)

Event description:
It was reported by a competitor that during an implant procedure, the left ventricular lead dislodged and would not stay in place. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.